Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The other additional rx trek referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. The 3.0 x 15 mm rx trek balloon dilatation catheter (bdc) was advanced to the lesion however ruptured during the first inflation at 14 atmospheres (atm). The device was removed without issue and replaced with another rx trek of the same size; however the same issue occurred, the balloon ruptured during the first inflation at 14 atm. The device was removed without issue and the procedure completed with another bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.